Manufacturer narrative:
Investigation: visual inspection revealed that the delivery device was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal would not load properly" was confirmed. A lot history record review could not be completed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal would not load properly; it remained inside the loader. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.